Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection resolved. This is the final report.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient presented with pus discharge. The recipient was hospitalized on (B)(6) 2019. The recipient's discharge resolved. The recipient was prescribed clindamycin 160 mg IV and ceftriaxone 600 mg.